Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the system was charging for 20 hours but it did not store any charge in the batteries. Measured the voltage of batteries were nine volts direct current (vdc) instead of the expected 24 vdc.

Event description:
It was reported that during installation of the device, the batteries were not charge and were not holding a charge. There was no patient involvement.